Manufacturer narrative:
It was reported that the patient was placed under general anesthesia to undergo magnet repositioning surgery on (B)(6) 2019. This report is filed on july 18, 2019.

Manufacturer narrative:
This report is submitted on june 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an mris (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet is yet to be performed.